Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in a foreign country. The product is sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332.

Event description:
A hospital in a foreign country reported that, the inspiratory tube of an rt225 breathing circuit did not warm up. No patient consequence was reported.